Manufacturer narrative:
Title: noninvasive assessment of bowel blood perfusion using intraoperative laser speckle flowgraphy. Source: langenbeck's archives of surgery (2020) 405:817¿826. Published online: 17 july 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed may 2018 to august 2019, 123 patients underwent sigmoidectomy, high anterior resection, low anterior resection, or ultra-low anterior resection. Laser speckle flowgraphy was used in 36 patients and 87 patients were in the control group. In 96 patients, the powered stapler was used to transect the distal colon or the rectum in a double staple technique for anastomosis. Hand-sewn anastomosis was used in 27 patients. Post-operative complications included: 16 anastomotic leaks, 2 patients requiring reoperation, intra-operative blood loss with 7 patients requiring transfusions.